Event description:
Pt was treated for an abdominal aneurysm with the gore excluder aaa endoprosthesis. The pt's anatomy was small with calcified and tortuous iliac arteries. The physician had difficulty advancing the 18fr sheath through the external iliac artery so a conduit was placed on the pt's right side. All three devices were successfully deployed. As the physician was retracting the 18 french sheath on the pt's right side, the iliac was torn, it ruptured and the conduit ripped off. The pt was converted to an open iliac artery repair. The distal end of the trunk-ipsilateral leg component was sewn to the gore-tex 8mm tubular graft to repair the ruptured iliac artery. Operative notes state that the pt tolerated the procedure well. However, the pt expired in 2006, official cause of death is stated as mesenteric ischemia.

Manufacturer narrative:
Also associated with this event is a gore introducer sheath pxc183000/lot, serial # unk. Method- a review of the mfg paperwork is being conducted. H3: the devices remain implanted in the pt. The sheath was discarded at the hospital.